Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) the saber 5 mm. X 10 cm. Balloon catheter (bc) ruptured at between five to six atmospheres (5-6 atm.) During the initial inflation. The bc was being used to post-dilate a non-cordis stent. Therefore, the device was removed from the patient and another new bc was used instead. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The physician commented that the saber might have stuck to the edge of the stent. The target lesion was the common femoral artery. The lesion was reported to be: mildly calcified and tortuous. The rate of stenosis was unknown. The approach was made from the brachial artery. Additional information has been requested.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) a saber 5 mm. X 10 cm. Balloon catheter (bc) ruptured at between five to six atmospheres (5-6 atm.) During the initial inflation. There was no reported patient injury. The bc was being used to post-dilate a stent. Therefore, the device was removed from the patient and another new bc was used instead. The procedure finished successfully. The physician commented that the saber might have stuck to the edge of the stent. The target lesion was the common femoral artery. The lesion was reported to be mildly calcified and tortuous. The rate of stenosis was unknown. The approach was made from the brachial artery. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. An unknown inflation device was used for the procedure and was used subsequently with other devices. The contrast to saline ratio was one to one (1:1). There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter or the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available. The product was not returned for analysis. A device history review (DHR) of lot 17084172 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of tortuosity with mild calcification (although the rate of stenosis is unknown) may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.